Manufacturer narrative:
The manufacturer previously reported this device under recall z-1974-2021. After further review, the manufacturer concluded the reported device is not under recall. Section b5 - describe an event or problem that should be reported as: the manufacturer received information from a third-party service center during the device evaluation that the power connector of the unit was corroded. There was no patient harm or injury. The service center visually inspected the device and found no visible foam particles. However, there were findings of corrosion with the power connector of the unit and on metallic surfaces, and the unit could not power on to collect the error log/machine hours/error code numbers/software version. In addition, dust/dirt contamination was found during evaluation. The device was scrapped. Section h6, component code has been corrected in this report. Section h7-remedial action and h9-recall(z) number would not be applicable, which has been corrected in this report.

Event description:
A device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The service center visually inspected the device and found no visible foam particles. However, there were findings of corrosion with the power connector of the unit and on metallic surfaces, and the unit could not power on to collect the error log/machine hours/error code numbers/software version. In addition, dust/dirt contamination was found during evaluation. The device was scrapped.

Manufacturer narrative:
H3 other text : the device serviced by third party service center.